Event description:
Nellcor puritan bennett received a call from rep of facility on 07/13/1999. Facility called to report the following problem: pt death. Pt family states vent did not alarm. No info available to say if a disconnect/alarm condition occurred. Incident occurred 7/7/99, dealer not notified until 7/13/99. The incident occurred during some form of transport of pt. Pt had turned blue. The vent and circuit to be sent for eval. Dealer did perform basic function test and found no problems. Settings: a/c mode, vol .550; rr 12; it 1.2; be +3; peep +5, ha 50; la 10, 1l of o2 bled in; hme was in use; std reusable pt circuit and inline suction catheter in use. Dealer stated family was quite hysterical even when reporting incident to dealer, and info given may be incorrect (alleging vent contributed to incident). Family does not want to release vent to local dealer, but may just for shipping purposes.